Event description:
Patient with multiple battery alarms at home on (B)(6) 2024. Came to ed but left. Came to clinic on (B)(6) 2024 bringing all batteries and clips. Stat log files were sent to abbott with no noted issues identified on logs. Engineers determined issue comes from possible clips or batteries. 7 out of 8 batteries in use that were manufactured 4/2022 were removed from service for patient safety. 8 new batteries and 4 new battery clips issued.